Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer declined ge service. No repair information available.

Event description:
The hospital reported elevated co2 readings. There was no report of patient injury.